Event description:
Information received indicates the casters are ratcheting and the head end casters do not hold.

Manufacturer narrative:
The technician replaced the head end brake casters to repair the stretcher.